Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a resectio pulmonis procedure when the surgeon used a reload which was empty, no clips were loaded into it. A second reload was used to complete the procedure with no patient consequences reported. The device was discarded and is not available for return.